Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114412.

Manufacturer narrative:
The report that the patient had ¿ineffective therapy¿ was confirmed. Analysis of lead a found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures is unknown as the patient did not report any falls, trauma or accidents prior to the allegation.

Event description:
Additional information received indicates the patient underwent surgical intervention wherein the system was explanted.